Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent/separated shaft has previously caused or contributed to pt injury. Device issue: dislodged stent/separated shaft. It was reported that the device failed to cross the lesion. Additionally, the stent dislodged, the shaft separated and the nose piece separated from the hub during the procedure. Per the site there was no medical intervention. No additional event or pt information is available.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement and the shaft separation. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible on the stent implant. The stent implant was returned dislodged from the sds. There were crimp marks visible on the balloon in between the markers. The entire length of the stent implant was crushed. There was no other damage noted to the stent implant. The balloon was returned tightly folded. The inner member was separated 1 cm distal to the guide wire exit notch. The inner member was stretched and jagged at the separation. The inner member was bunched for a length of 3 mm distal to the distal marker. The outer member was separated at the proximal seal. The distal end of the separated outer member was jagged. The tip was bunched for a length of .5 m distal to the clear gap. The base of the nose piece was broken and separated from the hub. There was a bend on the hypotube 3.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the damage. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance analysis of the returned product was consistent with the reported information the product was prepared for use and inserted into the pt anatomy. The inability to cross a lesion can be affected by numerous factors, including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The tip seal length was measured and met manufacturing criteria. The pt's anatomical info was not provided in the case details, which may have aided in the eval and determination of cause. Analysis noted the stent was returned dislodged from the balloon, confirming the reported stent dislodgement. There were crimp marks on the tightly folded balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture. The entire length of the stent was crushed. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Damage noted to the stent is consistent with the handling and packing of the stent for return to abbott vascular. In this case, it is likely that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently during retraction of the product, if resistance was encountered with the guiding catheter, it could have contributed to the reported stent dislodgement; however, since there was no resistance reported, a conclusive cause could not be determined. Several attempts were made to get clarification from the account on the circumstances of the procedure; however, no further info was available. Analysis noted the outer member was separated at the proximal seal and the inner member was separated 1cm distal to the guide wire exit notch, confirming the reported shaft separation. The distal end of the outer member separation was jagged and the inner member was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that can contribute to separations include, but are not limited to, product placement technique, guiding catheter support or size, fracture/kinked shaft, weak seals, or excessive force applied to remove the delivery system. To ensure this is not a result of a manufacturing deficiency, all sds are visually inspected for damage during the manufacturing process, including to the point the product is placed in the coil dispenser. In this case, it is likely the catheter encountered resistance during the attempt to cross the lesion and interaction with the guiding catheter and rhv during removal, as no damage was noted during the inspection prior to use. If force was used to counteract that resistance, it would have contributed to the proximal seal separation as the seal would weaken and stretch until the subsequent separation. If further force was applied after the proximal seal separated, the inner member would then weaken and separate also, as it would not have been supported by the outer member; however, this cannot be confirmed as there was no resistance reported. Analysis noted the base of the nose piece was broken and separated from the hub. The crack in the nosepiece may be a result of over torquing the sidearm and nosepiece during manufacturing, material deficiencies, handling during shipment to the account, handling at the account, or damage during shipment back to abbott vascular for analysis. To ensure this damage is not a result of manufacturing, all stent delivery systems are 100% visually inspected for damage in the sidearm and nose piece, as well as, leak tested online. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Although no cracks were reported during the inspection prior to use, it cannot be determined when the crack in the nosepiece occurred. Analysis noted the tip was bunched for a length of .5 mm distal to the clear gap and there was a bend in the hypotube. Since this damage was not reported in the incident description, the bunching and bend likely occurred as a result of handling during/after the procedure or due to packaging for shipment to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the difficulties experienced. In this case, a conclusive cause could not be determined for the reported failure to advance, stent dislodgement, or shaft separation. Manufacturing will be notified to further investigate the noted cracked and separated nosepiece. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.